Event description:
Reporter alleged obtaining the results of 20.6 mmol/l and 2.5 mmol/l back to back within 10 minutes on the aviva nano system. Reporter also alleged having hypoglycemic symptoms. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
Absent the device lot number, manufacture date cannot be determined. The event occurred in (B)(6).